Event description:
It was reported that the 9600+ c-arm will not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Replaced the 5vdc power supply. The sys was tested and found to be working as intended and placed back into svc.